Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h2 (additional information): block h6 (impact code) and block b5 have been updated.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy properly, on the third attempt, it detached from the delivery rod but did not clamp onto the surgical site. The clip was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications as a result of this event. Additional information received on september 28, 2025. The procedure performed was a colonoscopy. A mucosal injury was observed and treated. The area that needed clamping was closed using another resolution 360 clip. The patient remained stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during an endoscopic polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy properly, on the third attempt, it detached from the delivery rod but did not clamp onto the surgical site. The clip was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications as a result of this event.